Event description:
It was reported that the physician could not interrogate the patient's generator. The site thought the device was "completely dead", though this cannot be confirmed. A battery life calculation resulted in over a year remaining until end of service. Attempts for further information have been unsuccessful to date.